Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad of the device was partially lost. The section of ptfe pad was brittle-fractured mode was not by wearing. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined.